Manufacturer narrative:
(B)(4). Date of event: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Diverticulitis. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device or staple form in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Chief surgeon, years of experience w/ use of manual cdh. Pwd. Circular stapler used for >20 time. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? ??? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? 60 sec. Were there any issues with device use/firing? None. What confirmation was received that the device completed the firing sequence? Audible and tactile feedback from breakaway washer + green checkmark on display. Was the green checkmark visible at the end of the firing? ??? How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? ??? Were the donuts inspected? If so, please describe. Yes, both donuts were complete and big! Was a leak test performed? If so, what type and what was the result? Yes, air/water leak test. Result: no leak visible. Was the staple line visualized endoscopically during the initial surgical procedure? Not performed. Were there any issues noted with staple formation? If so, please describe the shape and location. No, staple formation looked fine. How was the post-op bleeding identified? CT-scan - anastomotic leakage at the 4th pod ¿ before normal postoperative care. What was the total estimated blood loss (ml)? <100ml. Was a transfusion required? No. Was the bleeding confirmed to be from the staple line? No. How was the bleeding addressed? - what was the pre and postoperative anti-coagulant and pain management protocol? Yes. Was the patient¿s hospital stay extended? Yes. What is the current status of the patient? Complete anastomotic leakage (no closed stapler line) ¿ sepsis, mov on ICU.

Event description:
It was reported that following a sigmoid resection, dr. Informed me that prof. Had used a cdh29p which had resulted in an anastomotic leak a few days after the operation. Upon controlling the anastomosis, they found that half of the circumference was open. According to dr. Stapler was closed, fired and removed according to standard procedure. Also, the rectum stump was sufficiently large in size. Currently not possible to say if leak was due to device malfunction.,